Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, e1 - phone number, e3, e4 correction: b1, b2, h1, h6 - annex e and f e3 - occupation: interventional radiology supervisor this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that the black catheter and cannula were stuck at some point during the procedure. An additional liver access and biopsy set was opened to complete the procedure. A computed tomography (CT) was done immediately following the biopsy, which noted a catheter fragment still retained in the patient's liver. A one month follow up CT was recently done; no other intervention has been scheduled. No other adverse effects have been reported.

Event description:
It was reported that the straight catheter included in the liver access and biopsy set experienced hub and tip separation during an unknown procedure for an unknown patient. At this time, no harm to the patient has been reported. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg: it is unknown of the device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.